Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d6: date of implantation is an unknown date in 2019. H11 corrected data: g1 - manufacturer contact information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the difference in fixation between the distal portion of the plate and the proximal portion of the plate was done intentionally by the surgeon.

Manufacturer narrative:
Procode: hwc, ktt. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Implant is found broke in situ (after implanted in the patient). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a periprosthetic fracture revision as the locking compression plate broad curved was broken. Initially, the patient was implanted with a locking compression plate three (3) months ago to fix the periprosthetic fracture. The patient presented at the emergency department on an unknown date. The surgeon believed that the lcp plate had broke as the distal portion of the lcp plate was fixed a lot more rigidly than the proximal portion. There was no dissatisfaction with the lcp plate. And today, the patient was back in the theatre to have that lcp plate exchanged and revised with the same plate but two (2) holes longer. The procedure was completed successfully by replacing the synthes plate with a longer version. There was no surgical delay reported. Patient status is fine and procedure outcome was unknown. Concomitant device reported: unknown locking screws ( part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).